Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: investigators were unable to confirm missing bolus deliveries on date of complaint. Bolus history shows a total of 5 bolus¿ delivered successfully; no eaw¿s or ¿0¿ bolus¿ recorded on this date. Black box data unavailable for the date of complaint. Five bolus¿ programmed and delivered during the investigation; all bolus¿ recorded in the pump bolus history. Unable to duplicate complaint of pump history missing data. The audio bolus button is missing. The display is dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.